Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to hyperglycemia leading to diabetic ketoacidosis on (B)(6) 2020 with blood glucose level of 300 mg/dl. The customer was at acute rehabilitation, was in the intensive care unit for 5 to 6 days and then went to neurology. The customer was treated with manual injection and intravenous drip. The customer reported other events such as vomiting. Customer declined to perform a care link upload. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.